Event description:
It was reported that the customer experienced a blood glucose (bg) level of 421 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the elevated bg. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin and released from the ER 4 hours later with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the elevated bg was unknown, customer acknowledged and understood.